Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). After deploying the closure device, a mobile thrombus on the was was identified via transesophageal echocardiogram (tee). The closure device met release criteria and was implanted. The thrombus was successfully aspirated and removal of the thrombus was confirmed via tee. No patient complications were reported.